Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 153mg/dl. A supply change was performed and the customer observed the cartridge in use during the occlusion alarm was leaking insulin. Insulin deliveries were resumed after the supply change.